Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain/chronic female pelvic') in a (B)(6) year-old female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, fibroids, ovarian cyst, chronic lumbago, abdominal pain, hot flashes, abnormal uterine bleeding, endometriosis and cervicitis cystic. Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with nsaids and surgery (hysterectomy total abdominal laparoscopic cystoscopy,salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 3 coil left and 3 coils right after placement. Discrepancy noted : essure insertion date as per mr is 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2019: probable sub-serosal right posterior fundal fibroid measures 2.4 cm . Left ovarian hemorrhagic cyst.; on (B)(6) 2020: small subserosal/partially exophytic fibroid as detailed. The fibroid measures smaller in size when compared with the prior exam. The difference may be technical.. Lot number: 927077. Manufacturing date: 2011-12. Expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received: reporter, medical history and essure removal date added. Previously reported event pelvic pain updated to serious incidence. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain/chronic female pelvic') in a 39-year-old female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, fibroids, ovarian cyst, chronic lumbago, abdominal pain, hot flashes, abnormal uterine bleeding, endometriosis and cervicitis cystic. Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with nsaids and surgery (hysterectomy total abdominal laparoscopic cystoscopy,salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 3 coil left and 3 coils right after placement. Discrepancy noted : essure insertion date as per mr is 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2019: probable sub-serosal right posterior fundal fibroid measures 2.4 cm . Left ovarian hemorrhagic cyst.; on (B)(6) 2020: small subserosal/partially exophytic fibroid as detailed. The fibroid measures smaller in size when compared with the prior exam. The difference may be technical. Lot number: 927077 manufacturing date: 2011-12 expiration date: 2014-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.